Event description:
It was learned via clinical specialist that a patient with an implanted aortic bioprosthesis model 2800 for approximately 6 years, presented with severe stenosis and underwent a valve in valve implantation with an edwards transcatheter heart valve.

Manufacturer narrative:
Additional manufacturer narrative: stenosis of bioprosthetic valves can be due to structural valve deterioration and/or non structural dysfunction. Factors contributing to this failure are related to patient medical history, and intrinsic properties of the valve itself. Without return of device for evaluation, the mode of the reported stenosis cannot be confirmed or evaluated. The subject device remains implanted, as the transcatheter valve was implanted inside the degenerated one. Transcatheter heart valve implantation is a less invasive surgery for treatment of valvular disease. There has been no information to suggest a device quality deficiency or malfunction that may have caused or contributed to this event.